Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and other non-malignant pain. It was reported that while in a tanning bed the patient's therapy "felt different." The patient said it was "hard to explain, but something was different." It was reported that the patient was fine afterwards, and the issue was only during the tanning session. This was said to have occurred several times during summer 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.